Manufacturer narrative:
The initial MDR 2517506-2020-00086 was filed on 06-mar-2020. Additional information (30-mar-2020): siemens evaluated the available data from the customer site and found one additional discordant, falsely elevated troponin (cardiac troponin I, ctni) test result. See section b6 for the additional sample test data. Siemens reviewed instrument log files and found no process errors, no instrument errors and no aspiration errors were recorded in the instrument data during this time period. The cause of the discordant, falsely elevated troponin test results is unknown. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6 event problem and evaluation codes were updated.

Manufacturer narrative:
The customer contacted siemens to report discordant, falsely elevated troponin (cardiac troponin I, ctni) test results were obtained for three patient samples from a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated troponin (cardiac troponin I, ctni) test results were obtained for three patient samples from a dimension vista 1500 instrument. The discordant results were reported to the physician(s) and questioned. The same samples were repeated on an alternate dimension vista 1500 instrument giving lower results. The repeat results were reported to the physician(s) as the correct results. There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated troponin test results.